Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the arterial line was found to be clotted when the pt arrived to the sicu from the ccl during intra-aortic balloon (iab) therapy. Patient went to the cvor without an available arterial tracing. Information provided regarding use of an alternate arterial source. They was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. One kink was found on the outer catheter tubing near the y-fitting approximately 76.7cm from the iab tip. The technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was able to clear the occlusion and dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. The evaluation confirmed the reported problem. Blood clotting within the inner lumen will seal the passage. It is difficult to determine when the occlusion occurs, however, if this occurs during the procedure it will be impossible to flush or aspirate through the inner lumen. It can also cause poor or no pressure waveform and guide wire insertion difficulty. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the arterial line was found to be clotted when the pt arrived to the sicu from the ccl during intra-aortic balloon (iab) therapy. Patient went to the cvor without an available arterial tracing. Information provided regarding use of an alternate arterial source. They was no reported injury to the patient.

Manufacturer narrative:
Complaint # (B)(4).

Event description:
It was reported that the arterial line was found to be clotted when the pt arrived to the sicu from the ccl during intra-aortic balloon (iab) therapy. Patient went to the cvor without an available arterial tracing. Information provided regarding use of an alternate arterial source. They was no reported injury to the patient.